Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter, the stapler did not fire.